Event description:
It was reported that the patient with the pacemaker device exhibited noisy signals on this right ventricular (rv) channel. The health care professional (hcp) had called in and was questioning if there was loss of capture (loc) as there were couple of fusion markers. The presenting electrogram (egm) showed noise, however it was not sensed. Technical services (ts) stated that there was t-wave post each of the paced indicating there was depolarization. The threshold values were stable. Impedances were fluctuating however they were within the normal range. The plan was to continue monitoring. This rv lead remains in service. No adverse patient effects were reported.